Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and a confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a working outlet for at least 30 minutes, and during follow-up customer reported pump began to charge successfully using original charging supplies, pump did not shut down or become unable to turn back on, and no further assistance was required.